Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode was missing. Customer blood glucose value was unknown at the time of incidence. Customer stated that they had not noticed where it was lost. The device will not be returned for analysis.